Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI:(B)(4). No code available use for medical device removal.

Event description:
Unf has no new allegation. After review of medical records, patient was revised to addressed painful left hip, vertical appearing left acetabular component, synovitis with grayish yellow proliferation consistent with metallosis. Revision notes indicated upon entering the bursa there was an exuberant amount of yellow tinged fluid with particulate debris and some grayish yellow inflammation and proliferation on the inner surface of the bursa that was contiguous with hip joint but was negative for infection. Upon examining head and the trunnion there is evidence of black corrosion on both the trunnion and inside the femoral head component. There was black corrosion debris on the acetabular component as well as the metal liner. No evidence of black debris in screws but a little tiny less than 1 mm notch in the metal liner. Added law firm, lawyer, surgeon, date of implant, medical history, demographic data of patient, product details of liner, head, cup, apex hole eliminator, screws. Also added stem due to new allegation. Corrected patient's initial. Doi: (B)(6) 2009 dor: (B)(6) 2018 left hip. Cn(wipro).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to metallosis. Screws were left proud on previous surgery. The surgeon believes that was the reason for metallosis. Head, liner, cup, hole eliminator, and 2 screws were extracted.